Event description:
Following a diagnostic procedure, a physician attempted to place an angio-seal device in a pt's common femoral artery. The device, however, was not able to be placed in the pt's artery (details regarding the deployment were not provided). The pt later developed a hematoma and a pseudoaneurysm which required surgical repair. The pt reportedly tolerated the procedure well and was discharged home without further sequelae. Further attempts by the MFR to gather info have not been successful to due german privacy laws.